Event description:
Dealer states pilot valve is leaking. Per independent repair center statement, the unit has low o2 or yellow light. The unit also has a defective oring, leaking heat exchanger, defective ty wraps and leaking pe valve.